Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with the patient¿s heavily calcified, heavily tortuous, and 90% stenosed lesion, resulting in resistance during advancement. Additionally, it was reported that the balloon ruptured during inflation. It is possible that the sds sustained damage during its interaction with the anatomy, contributing to the balloon rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the mid right coronary artery. Ablation and pre-dilatation was performed. The 3.50x15mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion with resistance noted due to the anatomy. The balloon ruptured during the first inflation at 6 atmospheres. The sds including the stent were removed without issue. The procedure was completed using a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.